Manufacturer narrative:
Manufacturer reference number: (B)(4). Incident date was not provided. Lot number not provided. UDI not provided; re-processing information not provided; since the lot number was not provided, this information cannot be determined. (B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was pelvic pain, dysfunctional uterine bleeding, urinary incontinence, and ovarian cyst. The procedure performed was a total laparoscopic hysterectomy, bilateral salpingo-oophorectomy, pubovaginal sling, and intraoperative cystoscopy. Approximately 3 months post op the patient underwent a procedure for mesh erosion. The procedure performed was a sling revision with repair of the 1cm defect in the vaginal mucosa. Approximately 4 months and 1 weeks post op the patient underwent an additional procedure for mesh exposure. The procedure performed was a sling excision with vaginal mucosal advancement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.